Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing and non-sustained ventricular tachycardia (vt) episodes were noted on the right ventricular (rv) lead. No programming changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2017: it was later reported that the patient was in with chest pain. An interrogation reported indicated that there were several episodes that appears to be potential external noise/oversensing/emi (electromagnetic interference) and that the patient was shocked due to one of these episodes. It was noted that a lead integrity alert was triggered due non-physiologic short v-v intervals and high rate non-sustained episodes with noise/oversensing that appears to be external noise/oversensing/emi. The device remains in use. No further patient complications have been reported as a result of this event.